Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was chosen for implant. There was poor deployment of the occluder during the procedure; one disk was "inflated and pulled." The occluder was never released from the delivery cable during the attempt. The device was then exchanged for another of the same model and lot and the procedure concluded without further incident. The physician is of the opinion that the initial device may have been defective out of the box though there was no damage noticed on the box or packaging. There were no adverse patient effects.

Manufacturer narrative:
An event of poor deployment, inflated right atrial disc of occluder was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 medical device problem code: code 1506 removed.